Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead exhibited failure to capture and high pacing impedance. The left ventricular lead was not used and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.